Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached properly alarm was persistent. The alarm did not clear even after the cassette was removed. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis of complaint that the cassette not attached properly alarm was persistent. No previous repairs noted in the last 12 months. Alarm error was found in review of event log. Visual and functional testing was performed and the issue of the cassette not attached properly alarm was not replicated. Probable cause was unknown.